Manufacturer narrative:
(B)(4). The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0100 device b was returned with the coating damage. However, the insulation was not detached. The instrument was tested for continuity and pass the test. Occasionally, damaged to the coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No lot or batch were provided, bhr could not be performed. Additional information was requested, and the following was obtained: when the device was received for (B)(4), 2 product codes 0100 were received. On the initial complaint for 1 of the 0100, it was stated ¿the device was 'bent' and the outer layer is split in half and insulation of the tip of the l hook was detached and bend backwards¿. What was the issue with the second 0100 that was returned? The issue of the second device is the same as the first one. Did the second 0100 have the same issue as the first 0100? Yes. Did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No. Could you please confirm which part of the device ¿'bent¿? The part bent detached from the device? Insulation of the tip of the l hook was detached and bend backwards. What do you mean with ¿outer layer¿? Is the insulation? Is the handle? The outer layer insulation of the l tip hook was detached and bend backwards.

Event description:
It was reported that during an unknown procedure the device was 'bent' and the outer layer is split in half.